Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient experienced an unintentional tearing of the cystic artery. The device had a rigid opening and increase the risk for the dissection of delicate tissues. They are not suitable hand instrument for dissection in vesicles and it is a structural problem of the brand since they are new forceps.